Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported the string pulled out from the tampon during removal and the tampon remained inside her body. She was able to manually remove the tampon and did not seek medical assistance.